Event description:
The customer reported that the IV was leaking, and that although most of the potassium dose had gone in to the patient, some had leaked onto the floor. No further/patient event info was reported.

Manufacturer narrative:
(B)(4). Two concomitant sets have been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.